Event description:
It was reported that the patient arrived in cardiovascular intensive care unit (cvicu) from the operating room (or) after an open-heart surgery and was receiving low dose epinephrine. The epinephrine infusion needed to be transferred from the or pump to the patient's charged alaris pump. When transferring the infusion bag and tubing, the IV tubing safety mechanism was "in place preventing the IV infusion from free flowing during the transfer." It was also reported that "the nurse did not also additionally roller clamp the infusion as a secondary precaution." When reloading the IV tubing into the patient's charged alaris pump, it was "determined that the tubing must have been slightly misaligned causing the safety mechanism to release when the IV pump door was closed." The result was that the infusion began free flowing even though the pump was turned off. The patient became "dangerously hypertensive," which at the time the staff could not determine the cause as they didn't know the epinephrine was infusing because the IV pump was not on. The staff appropriately tried to medicate the patient for hypertensive emergency but the antihypertensives were not helping as the epinephrine was still infusing. Once the staff determined that the epinephrine was infusing, they immediately engaged the roller clamp and disconnected the tubing from the patient. The patient immediately responded to the antihypertensives but lost their pulse requiring external cardiopulmonary resuscitation (CPR). The staff were following protocol and prepared for emergency sternotomy to assess for internal bleeding as a result of graft rupture and prepare for possible internal defibrillation.

Manufacturer narrative:
Omit : b21 - type of investigation not yet determined, c21 - results pending completion of investigation, d16 - conclusion not yet available. Additional information : device eval by manufacturer?, reason code for no evaluation, if other specify, imdrf annex a, b, c, d, g codes and manufacturer narrative. A device history record review is performed on each device reported in a MDR reportable event along with other methods of investigation as coded in section h6 of this MDR report. Investigation summary the reported issue that there was a free flow of epinephrine event on 09aug2023 at approximately 5:40 pm was not able to be confirmed or duplicated on the returned alaris suspect pump module s/n: (B)(6). The associated (concomitant) pcu event log was found to have the pertinent data for the reported incident date 09aug2023 no longer available for analysis; as a result, the drug selection programming could not be confirmed. The pcu has limited memory capacity and the data was overwritten. The beginning date within the pcu event log was 14aug2023. The pump module event log which contains minimal information like the infusion rate, volume to be infused (vtbi) and alarm events showed the suspect pump module was programmed with a delay placing the pump module in standby mode on the date 09aug2023 at the time of 3:49 pm. No activity was recorded during the delay period. An infusion was started at the time of 5:21 pm. The infusion rate was at 11.25ml/h with the vtbi at 225ml. After the above infusion was started, it never successfully infused and was terminated early at the time of 5:29 pm. The infusion was initially stopped from a patient side occlusion alarm. This was followed with the pump module alarming for air in line three times after attempts to restart the infusion. The door was opened and closed once after the first air in line alarm. The cause for the air in line alarms could not be ascertained from the event log. It is not possible to determine what the actual volume is within an IV container at the start and ending of an infusion from a review of the pump module or a pcu event log. This is not a function of the event log; it only can reflect the inputted information it receives either manually or remotely with respect to volume to be delivered. The pump module event log could not determine why the infusion that was programmed to infuse for approximately 20 hours was terminated early after only infusing for a few seconds. The suspect pump module remained in and idle state between the time of termination at 5:29 pm and 5:40 pm, when the channel was selected but received no other programming or activity. The pump module event log does not record door open events while in an idle state (by software design) but does record a safety clamp open alarm when an administration set is installed with the safety clamp in the open condition. The status of the pump module door or if the administration set was removed, could not be determined from the pump module event log while the pump module was in the idle state. There were no safety clamp open alarm or other events recorded during this period. The suspect pump module was selected once more at the time of 5:44 pm and had no other activity recorded until the time of 11:05 pm, when the pump module had a safety clamp open alarm recorded for a duration of 2 seconds. No other log activity was recorded on 09aug2023 for the pump module. The inspection and testing process did not find any existing malfunctions that may have been a contributing factor for the reported event. The pump module was found to be infusing within specification. The administration set was not received; therefore, it could not be inspected or tested.

Event description:
It was reported that the patient arrived in cardiovascular intensive care unit (cvicu) from the operating room (or) after an open-heart surgery and was receiving low dose epinephrine. The epinephrine infusion needed to be transferred from the or pump to the patient's charged alaris pump. When transferring the infusion bag and tubing, the IV tubing safety mechanism was "in place preventing the IV infusion from free flowing during the transfer." It was also reported that "the nurse did not also additionally roller clamp the infusion as a secondary precaution." When reloading the IV tubing into the patient's charged alaris pump, it was "determined that the tubing must have been slightly misaligned causing the safety mechanism to release when the IV pump door was closed." The result was that the infusion began free flowing even though the pump was turned off. The patient became "dangerously hypertensive," which at the time the staff could not determine the cause as they didn't know the epinephrine was infusing because the IV pump was not on. The staff appropriately tried to medicate the patient for hypertensive emergency but the antihypertensives were not helping as the epinephrine was still infusing. Once the staff determined that the epinephrine was infusing, they immediately engaged the roller clamp and disconnected the tubing from the patient. The patient immediately responded to the antihypertensives but lost their pulse requiring external cardiopulmonary resuscitation (CPR). The staff were following protocol and prepared for emergency sternotomy to assess for internal bleeding as a result of graft rupture and prepare for possible internal defibrillation.

Manufacturer narrative:
A follow up report will be submitted once the failure investigation has been completed. Per 803.52(f)(11)(iii) the information provided represents all of the known information at this time. The complainant or reporter was unable or unwilling to provide any further patient, product, or procedural details to the manufacturer.

Event description:
It was reported that the patient arrived in cardiovascular intensive care unit (cvicu) from the operating room (or) after an open-heart surgery and was receiving low dose epinephrine. The epinephrine infusion needed to be transferred from the or pump to the patient's charged alaris pump. When transferring the infusion bag and tubing, the IV tubing safety mechanism was "in place preventing the IV infusion from free flowing during the transfer." It was also reported that "the nurse did not also additionally roller clamp the infusion as a secondary precaution." When reloading the IV tubing into the patient's charged alaris pump, it was "determined that the tubing must have been slightly misaligned causing the safety mechanism to release when the IV pump door was closed." The result was that the infusion began free flowing even though the pump was turned off. The patient became "dangerously hypertensive," which at the time the staff could not determine the cause as they didn't know the epinephrine was infusing because the IV pump was not on. The staff appropriately tried to medicate the patient for hypertensive emergency but the antihypertensives were not helping as the epinephrine was still infusing. Once the staff determined that the epinephrine was infusing, they immediately engaged the roller clamp and disconnected the tubing from the patient. The patient immediately responded to the antihypertensives but lost their pulse requiring external cardiopulmonary resuscitation (CPR). The staff were following protocol and prepared for emergency sternotomy to assess for internal bleeding as a result of graft rupture and prepare for possible internal defibrillation. Additional information received from customer - safety fitment failed to engage upon opening the alaris pump door and the roller clamp was open, ½ the IV bag bolused into the patient. The patient coded and went back to the or, it was an open-heart patient. The patients bp skyrocketed and the patient was potentially given cleviprex and labetalol but the nurse could not recall for sure.

Manufacturer narrative:
Correction: unique device identifier (UDI)#, describe event or problem added pi to the unique device identifier (UDI)# field.